Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 400 mg/dl. Customer¿s blood glucose level at the time of call was 280 mg/dl. The user alleged the insulin pump was under delivering insulin because they already changed the infusion set but their blood glucose was still high. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer declined to perform the high pressure test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.